Event description:
Medtronic received info that this bioprosthetic valve was abandoned after implant, due to regurgitation.

Manufacturer narrative:
Eval results: no product was returned for analysis. Conclusion : cause of event cannot be determined. Analysis: no product was returned for analysis. Conclusion: without the return of the valve, no definitive conclusion can be made regarding the performance of the valve.